Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, universal surgical manipulator (usm1) port clutch was not functioning. The customer opted to use remaining other arms to proceed with this procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and discovered a single error 25745 port clutch button on usm1 had noise informational error. Clinical sales associate stated that this had been a previous issue wherein the port clutch during in-service training occurred which was resolved by power cycling the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 28-july-2022: the system functionality was checked upon powering on the system, and the system powered on without any errors. The issue was found at the start right after docking the arm and there was a port clutch button issue. The issue was resolved by undocking usm and moving it out of the way by using the grab and move function. The usm1 was not used for the rest of the day. The fse replaced the usm. There was no patient harm, and the procedure was completed robotically with remaining 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm1 due to intermittent port clutch activation. The system was tested and verified as ready for use. Isi received usm1 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The usm1 was tested on an in-house system and passed normal mode. However, the error logs and system logs showed there were errors 25745 on the axes controller spar cannula (acsc) port clutch switch. During the visual inspection, the usm1 was opened up and everything was normal. Upon inspection there was no traces of fluid intrusion or damaged flat flex cable (ffc's) found. The usm1 was tested on a patient side cart (psc) fixture test platform (pftp) and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The acsc port clutch switch and acsc ffc will be replaced as a precaution. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed a single error 25745 port clutch button on the usm1 had noise informational error related to the reported complaint. A system log review confirmed the ventral hernia tapp procedure was performed on the reported event date on (B)(6) 2022 on system sk5640. This complaint is considered a reportable malfunction event due to the following conclusion: the customer used only 3-arms after the start of the procedure due to the clutch button on arm 1 not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.